Manufacturer narrative:
Interrogation of the pump determined it was used to infuse 2000mcg/ml lioresal at 12.1mcg/day. The pump was returned for analysis. A low battery reset occurred and the cause was unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare professional regarding an implantable intrathecal pump. The indication for use was intractable spasticity, and post spinal cord injury. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event